Manufacturer narrative:
Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of an internal battery alarm within the power module was unable to be confirmed. Neither the power module (serial number: (B)(6) nor the exchanged power module backup battery (serial number: (B)(6) were returned for analysis. Additional information provided on 21aug2023 stated that the audible alarm by the power module indicated a nonfunctional backup battery, and that the alarm resolved via an exchange of the backup battery. Additional information provided on 17oct2023 stated the exchanged battery was discarded and will not be returned. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the power module (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications and was shipped on 31aug2011. The heartmate power module instructions for use (IFU) sections 4.0 ¿power module (pm) backup power¿ and 5.0 ¿power module (pm) alarm conditions¿) instructs users on how to handle red battery alarms that occur on the power module. A red battery alarm with a yellow wrench indicator signifies that the internal backup battery is not functioning properly. Users are instructed to immediately switch to a new power source. The heartmate power module instructions for use (IFU) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes the unit¿s internal backup battery being replaced. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the power module had an internal battery failure with an audible alarm and a battery exchange was requested.